Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia on april 12. The customer¿s blood glucose level was 100 mg/dl at the time of hospitalization and at the time of incident it was 40 mg/dl. The customer declined troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not report any symptoms related to low blood glucose event. The customer stated that the insulin pump was not alleging under delivery. Customer is unable to upload to carelink. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer did not remember the exact value of the blood glucose level and it might be around 100 mg/dl. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.